Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 33 mm diameter abdominal aortic aneurysm. The aortic neck diameter ranged from 19.7 mm to 16.2 mm from proximal to distal with a length of 71 mm. The aortic bifurcation was 14 mm x 15 mm in diameter. The left iliac artery was 11 ¿ 11.6 mm in diameter from proximal to distal with a length of 28 mm. The right iliac artery was 10.5 ¿ 11.2 mm in diameter from proximal to distal with a length of 27 mm. The bifurcated stent graft was implanted on the right side. It was reported that the main body ipsilateral distal leg covered the right internal iliac artery and occluded the right internal iliac artery. The device was deployed with the main body being pushed up (shortened) to prevent the main body ipsilateral distal leg from covering the right internal iliac artery; however, the right internal iliac artery was actually covered. The physician decided this would not cause a problem and the procedure was completed. He patient has not, and will not receive treatment. Per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.